Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the lead would not come out of a pacemaker's header. The header was crushed with bone crushers to ultimately remove the lead. The pacemaker was explanted and replaced. The patient was stable.